Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient received a blood transfusion on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2022 the patient developed acute lymphocytic leukemia. On (B)(6) 2022 the patient developed major bleeding. The bleeding was due to pancytopenia caused by chemotherapy used to treat leukemia. This led to anemia. On (B)(6) 2022 the patient developed major infection. The patient had a positive bacterial blood culture and was treated with drug therapy. The patient's decreased leukocyte cell number increased their susceptibility to infection and resulted in a positive blood culture.